Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during manual prime. Customer was disconnected during prime. The customer did not see a gap between the piston and reservoir stopper during prime. Customer was instructed to hold the act button until insulin begins to exit. Customer stated insulin did not continue to drip after letting go of the act button and the motor did not slow down nor did numbers ramp up on the screen. The alarm history could not be checked due to the device being stuck in the prime sequence. Blood glucose value was 215 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.